Event description:
It was reported that during a lap gastric bypass procedure, the device was being used with a blue load on the first firing. After the first stroke, the surgeon heard a crunch, but continued with the second and third stroke. The device would not open. The surgeon finally pushed the closing trigger forward and the device barely opened enough for the tissue to slide off. The device cut, but the staples were malformed. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
Information anticipated, but unavailable at this time.